Event description:
It was reported that the system 9800 had multiple errors on the c-arm including that it continued to fluoroscope by itself without command. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failures could not be duplicated. It is unlikely for a patient to be injured due to the additional dose of radiation of such unwanted x-ray radiation in a normal condition. The dose of radiation is within the FDA regulatory control limits. It was discovered that there were some pushed pins in the interconnect cable. These pins were repaired. The system was tested and found to be working as intended and placed back into service.